Event description:
It was reported that during a da vinci-assisted procedure, improper staple positioning was observed following a partial fire incident with a sureform 45 curved-tip stapler instrument, installed with a green sureform 45 reload. An error message, "tissue too thick to continue," was displayed at the time of the partial fire. Upon unclamping the jaws of the stapler instrument, the staples were found to be poorly placed within the tissue. After removal of the stapler instrument, the green sureform 45 reload remained lodged in the jaws and could not be removed. To resolve the situation, a monopolar curved scissors (mcs) instrument was utilized to complete the section. Additionally, the bronchial stump was manually sutured, and the procedure was successfully completed robotically. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.